Event description:
It was reported that the patient's device had been reprogrammed at the clinic and now the patient feels like "a wind up toy that is going too fast". The patient continues to feel terrible. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.